Event description:
It was reported that approximately 5 months and 22 days post implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Valve not returned for examination.

Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records . The following sections of this report have been updated: additional information b.7 other relevant history, corrected h.6 clinical code, device code and investigation findings. Per the initial report, approximately 5 months and 22 days post implantation of a 23mm sapien 3 ultra valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explant is unknown at this time. Per the medical records, the operative note stated severe bioprosthetic aortic valve stenosis secondary to thrombus and cute ischemic cardiomyopathy. The procedures performed were listed as explant tavr valve and replacement with a edwards surgical valve in the aortic position with intra operative tee. The surgical findings noted thrombosis of two tavr leaflets, based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.